Manufacturer narrative:
Product ID: 3776-75, serial# (B)(4), product type: lead; product ID: 3776-75, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was malfunctioning and not working. Patient then clarified the ins was not working due to normal battery depletion. Patient stated they had an appointment on (B)(6) 2019. Patient reported due to weightloss causing leads to move which was causing severe pain. Patient reported having a fall. Patient reported she felt like the leads were sinking into her body really bad and they were bending which was causing her severe pain and they were hurting. Patient stated it was horrible and causing very bad pain. Patient stated they could not move their head or their neck or nothing, it was going up their neck causing severe pain. Pain was going up her neck into her head, then across their chest, into one arm and then over into the other arm and down the back into the left hand side. Patient then stated from the left hand down into her stomach and into her ribs, on the left side. Patient stated she did not have stim turned on. Patient stated her body starts shutting down without the stimulation on. Patient stated severe pain started, 3 months ago. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial#: (B)(4), product type: lead. Product ID: 3776-75, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type ii. Patient reports the device is having problems/malfunctioning since (B)(6) 2019 and the patient needs the manufacturer to check their machine out. Patient reports they are noticing pain on both side of the neck, going up and down the arm and back and everywhere and the pain is the same like when they first had the stimulator implant. Patient reports the leads are hurting and ins incision area is hurting a lot for the last few days. Patient states they turned the ins off 3-4 days ago and they shouldn't turn therapy off because they would die without therapy and they are confused what they should do. Patient states they have an appointment with their healthcare professional (hcp) on (B)(6) 2019. Patient states they can't function since having the implant off. Patient states they need to see the hcp for surgery. Patient services reviewed the role of a manufacture representative (rep) but the patient said they don¿t need a rep. Patient services recommended to follow up with a hcp for next steps and their concerns. No further complications were reported/are anticipated.